Manufacturer narrative:
Block b3: exact date unknown, event occurred after implant on (B)(6) 2019. Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 5169286. Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7058918. Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7055259. Product family: dbs-lead fixation, upn: m365db4600c0, model: db-4600c, serial: n/a, batch: 24287871. Product family: m365db1200s0, upn: m365db1200s0, model: db-1200-s, serial: (B)(6), batch: 739418.

Event description:
It was reported that the deep brain stimulation (dbs) patient developed a bacterial infection in her brain and was administered antibiotics. The patient has experienced side effects of the antibiotics and continues to recover from the infection. Additional information was received that the patient underwent an explant of the dbs system.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: (B)(4), model: db-2202-45, serial: (B)(4), batch: 5169286.

Event description:
It was reported that the deep brain stimulation (dbs) patient developed a bacterial infection in her brain and was administered antibiotics. The patient has experienced side effects of the antibiotics and continues to recover from the infection.